Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Part: 03.019.006, lot: 7531805, release to warehouse date: 15.nov.2011, expiration date : na, supplier: na, manufacturing site: werk hagendrof. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the insert-handle f/multiloc hum nail syst was broken across the laser weld line of the most distal locating pin, fragment was not returned. Realignment of the handle with the mating device must have been necessary due to this condition. There are no signs of deformation of the device. A dimensional inspection for the insert-handle f/multiloc hum nail syst was unable to be performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the insert-handle f/multiloc hum nail syst would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from australia reports an event as follows: it was reported that on (B)(6) 2022, the insertion handle for the nail being used in this case was slightly bent and needed to be manually realigned by the surgeon during the procedure. There were no reported adverse patient outcomes. No further information is available. This report is for an insertion handle for multiloc humeral nailing system. This is report 1 of 1 for (B)(4).